Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated that there was no issue with the device and the customer was able to access the pockets. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer 2 failed/requires maintenance, comes up when attempting to recover. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.